Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss was experienced and the device was successfully removed. Hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.